Event description:
Caller alleged discrepant results with the lab. Results as follows: date 2007, inratio 4.9 lab 1.9

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 4.9 lab 1.9 mean 3.4 confidence limits 2.0-5.0. Per internal procedure, the mean of the inration meter and comparative system inr were calculated. The lab value was outside the confidence limits for inr testing. Products will be tested. Per text" patient on lovenox obtained inratio inr = 4.9 and lab = 1.9." Patient was on lovenox when obtained the inratio value. Patient didn't follow package insert. It is highly possible that the discrepancies are due to these factors. No lot information was provided after technical support requested. Further testing cannot be performed.